Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting low r-wave amplitudes and impedances were chronically high in the 1500 ohm range. During a revision procedure, r-wave amplitudes dropped lower and impedances increased to greater than 2000 ohms. The lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.